Event description:
It was reported that after a laparoscopic rectum procedure, side-to-end anastomosis has become insufficient, although the leak testing right after the surgery was successful. The insufficiency began between the segments ten and twelve, and later the anastomosis opened completely. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: date of operation, or of re-op? Primary operation: (B)(6). First re-op: (B)(6). Second re-op: (B)(6). Third re-op: (B)(6). Fourth re-op: (B)(6). Patient's age, gender and weight dob (B)(6). Patient's current status? General ward transit syndrome. How was the anastomotic leak treated? Initially anastomosis 1/6 open, between 10.00 and 12.00 hours. And (B)(6). Rectoscopy examination performed during the operation, anastomosis irrigated, double-barrelled stoma created, sutured, it was still hoped that it would heal completely (B)(6). Endoscopy with endovac therapy, complete anastomosis dehiscence, side-to-end anastomosis, ends were completely open next to each other, clips visible in the proximal end, distal end looked as though it had been torn out, clips in the proximal ends were visibly not shaped, close to being u-shaped, therefore no prospect of healing, immediate re-op not possible on account of the poor condition of the patient, endovac therapy for the next 5 days (B)(6). Hartmann's procedure, remained patent with normal laboratory values then CT, retention seen in the abdominal wall and true pelvis (B)(6). Re-laparoscopy, retained matter removed, pelvic wall vac therapy (B)(6). After-bleeding in easy flow drain on the left (drainage from re-laparoscopy on (B)(6)) leads to 4th re-op, drain coagulated and sutured what were the consequences for the patient? Implantation of an artificial anal sphincter (temporary or permanent)? Patient's diagnosis? Histology: t3 n1 tumour, serrated adenocarcinoma neoadjuvant therapy? No patient's co-existing diseases? Diabetes mellitus were there any anomalies noticed during handling of the device? No was the orange indicator within the green scale? Yes, lower third of scale as this is the standard. Was a leakage test performed? Yes, everything was ok, no leakage. Were the donuts complete? Yes. When was the insufficiency noticed? (B)(6). How did the anastomosis appear during the revision operations? (Clip shaping, tissue changes, perfusion disorders, necroses, etc.) Were resectates examined after the revision operation? What were the histological/pathological findings? Assessment: quotation: "unilateral clip suture closed segment of the large intestine (according to clinical findings, anastomotic resectate of the descending colon) with chronic-granulating and fibrinous-purulent peritonitis, also in the area of the open resection margin" comments: "the findings are in line with the clinically stated anastomotic leak".